Event description:
It was reported that the patient went to the emergency room (ER) as the patient received nine shocks from the device for what appears to possibly be an svt (supra ventricular tachycardia). It was noted that the device had reached rrt (recommended replacement time). The device was explanted and replaced three days after the patient¿s emergency room visit. No further patient complications have been reported as a result of this event.